Event description:
It was reported during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken energy cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while grasping tissue. The wire was exposed due to damaged insulation. There were no signs of thermal damage. No arcing was observed during the procedure. There was no injury to the patient and no report of fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire at the distal end near the grip pulleys. The insulation was damage, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. For clarification and based on the reported customer complaint about the instrument cable being broken, during the visual inspection, we found that the conductor wire was not broken, but wire insulation was damaged. The instrument passed the electrical continuity test. This continuity test was performed on each grip and current energy flow was detected across both grip tips. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.